Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic uterine fibroids excision under general anesthesia due to "uterine fibroids", when the surgeon used the barbed suture (second stitch), suture broke (physically fractured) and separated with needle. The surgeon immediately took out the separated suture and needle, and afterwards, use another absorbable suture to continue the unfinished suture operation. There was no patient injury.